Event description:
It was reported by customer during pre inspection that the cardiosave intra-aortic balloon pump (iabp) gave an opening error code 14 warning while being turned on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1(event site name): (B)(6). Due to character limitation in e1(event site address): (B)(6).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d3 (manufacturer).

Manufacturer narrative:
Updated fields: b4, e1 (event site email), g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, it was observed that the device gave an opening error code 14 warning while being turned on. Upon examination of the device, deviations in the vacuum section of the drive regulator were observed and re-calibration was performed. It was observed that the device did not give an error when it was turned on again. All manifold tests of the device were performed. The functions of the device were checked. The device was turned on by connecting a catheter to the device and was delivered to the user in working condition.

Event description:
N/a.